Manufacturer narrative:
It was reported that the lead was a 1x4 pisces brand lead, but there are multiple models of 1x4 pisces leads so the exact model number is unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The serial number and implant date of the ins were reported. It was noted that the lead replacement had been because the patient was not getting coverage to the area needed, and they replaced a 1x4 configuration lead with a 1x8 lead. The patient was able to get effective therapy without an oor alert at the end of the programming session.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: (B)(4). Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a lead replacement procedure was completed on (B)(6) 2021, and the hcp was programming the lead that was a replacement for another lead. The hcp was getting a message that said stimulation below programmed intensity, reduce intensity, add electrodes. The patient remote displayed the message desired settings not available. It was initially indicated that the patient was programmed using electrodes 1, 2, and 3, but was later indicated that the patient was actually programmed with electrodes 0, 1, and 2. Electrode impedance values were provided: 1200 ohms on pair 0 and 1, 1280 ohms on pair 0 and 2, 1260 ohms on pair 0 and 3, 1090 ohms on pair 1 and 2, 1110 ohms on pair 1 and 3, and 1120 ohms on pair 2 and 3. After checking impedance, it was noted that the patient was feeling stimulation at 2.9 milliamperes (ma) while in an upright position and the alert was not displayed. 5.7 ma was the highest intensity that they had programmed. Intensity was increased to 5.4 ma with positive polarity on electrodes 0 and 2, negative polarity on electrode 1, and a pulse width of 330 microseconds, and the out of regulation (oor) alert was displayed. Impedance was checked again, and the value for pair 0 and 1 was 2200 ohms. They tried to adjust programmed parameters but without electrode 0 they weren't getting coverage of the outside of the calf. The patient would be programmed and then follow-up after some time would be done to determine the efficacy for the patient and if they could make any programming changes. No symptoms were reported.